Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on july 5, 2025 by the journal of foot and ankle titled ¿ates of subtalar joint osteoarthritis after modified chrisman-snook. The study reviewed 56patients and identified ankle instability with bioabsorbable interference screws and tenodesis screws in 1 patient during the 1.5-year follow-up period. Ref: sakkab r, flynn z, mcalister je. Rates of subtalar joint osteoarthritis after modified chrisman-snook. J foot ankle surg. Jul 5 2025;doi:10.1053/j.jfas.2025.05.017.